Event description:
A malfunction was reported on the pump by the caller, who noted at least three occurrences of the same issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode before returning it and understood the steps needed upon receiving the replacement.